Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer¿s blood glucose level was 128 mg/dl. The customer stated that the insulin pump was already reprogrammed and when she pressed the bolus button she received an unexpected restart alarm. Troubleshooting was performed. There was no clear indication that the issue was resolved. The insulin pump not will be returned for analysis.